Event description:
Bilateral patient reported a decrease in vision in both eyes and non-compliance with uv spectacle wear. The doctor suspects premature photopolymerization of both lenses. One lens was exchanged on (B)(6) 2021 and the second lens exchange occurred on (B)(6) 2021.

Manufacturer narrative:
Bilateral patient reported a decrease in vision in both eyes and non-compliance with uv spectacle wear. The doctor suspects premature photopolymerization of both lenses. One lens was exchanged on (B)(6) 2021 and the second lens exchange occurred on (B)(6) 2021. The explanted lenses were returned for evaluation. Inspection and optical testing of the returned lenses confirmed the presence of a zone in the center of the lenses which is indicative of premature photopolymerization of the lenses.

Manufacturer narrative:
Bilateral patient reported a decrease in vision in both eyes and non-compliance with uv spectacle wear. The doctor suspects premature photopolymerization of both lenses. One lens was exchanged on (B)(6) 2021 and the second lens exchange occurred on (B)(6) 2021. Rxsight's first awareness of the lens exchange was (B)(6) 2021. Device history record for the lenses were reviewed. No issues were noted. Right eye: serial number: (B)(4), implant date: (B)(6) 2020, expiration date: 10/31/2022 UDI: (B)(4). Left eye: serial number: (B)(4), implant date: (B)(6) 2020, expiration date: 9/30/2022 UDI: (B)(4). The explanted lenses have been returned and are currently being evaluated.

Event description:
Bilateral patient reported a decrease in vision in both eyes and non-compliance with uv spectacle wear. The doctor suspects premature photopolymerization of both lenses. One lens was exchanged on (B)(6) 2021 and the second lens exchange occurred on (B)(6) 2021. Rxsight's first awareness of the lens exchange was (B)(6) 2021.